Event description:
It was reported there was a hair in the 3cg PICC kit. No other information was provided.

Manufacturer narrative:
H11: section a through f the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a foreign material is inconclusive due to poor sample condition. Two photo samples were provided for evaluation. The first photo sample shows a product label sticker attached to the paper ruler. The product label indicates lot: reeq1210. The second image shows the distal end of two powerpicc solo hubs outside of the kit packaging. The 3cg stylet t-lock assembly is present within the red hub. A dark colored fiber which appears to be a hair follicle is visible near the yellow septum on the t-lock assembly. A review of the manufacturing records did not reveal any evidence to suggest a manufacturing related root cause contributed to the reported event. The presence of the foreign material prior to kit opening could not be determined; therefore, the complaint could not be confirmed and remains inconclusive at this time. H3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reeq1210 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported there was a hair in the 3cg PICC kit.